Event description:
False positives. The co denies the problem. They tested 25 and they were fine. Rptr contacted 2 false positives last week. This has been occurring for the last six months. Rptr has the samples. Rptr knows that many other sites are having the same problems. Rptr reported this to their supv who did nothing. Then a pt came in with pain/possible ectopic. Serum hcg was negative. Wampole was called and spoke with someone who said that the co did have a problem with the test but the tests were picking up a protein. A "gate" was instituted and supposedly the false positives stopped. Rptr spoke to a marketing person who denied the problem that rptr was just told about. Marketing appeared very upset that this info had been given. Co then asked for lot numbers. Rptr had only one. Co said they ran 25 tests on the lot and they came out fine. Then co rep asked rptr what they would like for them to do now. Rptr thought this was strange. Rptr called quality control person that gave the info about the "gate" problem to make sure their job was not in jeopardy. Rptr is concerned that co is covering up this problem. Two sample urines have been given to MFR. They were positive on initial test but MFR tested them and they came out negative. Additionally, there are two inserts included. One says it takes 3 mins for test, the other says five and that after 5 mins there could be a false positive. All the tests rptr conducted were positive within 90 secs.